Event description:
The complainant reported that the clinician was performing the implant of an obtryx sling system-halo in a (B)(6) female pt for the treatment of urinary incontinence. During the implant of the device, the association loop broke. There was no indication from the complainant that the loop detached from the device. The clinician then obtained another obtryx sling system-halo and successfully completed the pt procedure. The complainant reported that there were no adverse affects to the pt as a result of the reported problem.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, as it was discarded; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info to report, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).